Event description:
It was reported that during an unk procedure, error code 1 appears on the screen all the time and the device is not working. There was no pt consequence. One device returning.

Manufacturer narrative:
(B)(4). Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the unit would display error code 1 intermittently at power-up, and would intermittently fail to boot up due to the main pcb. After servicing the unit passed all qa functional testing. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.